Event description:
Reporter initially stated the device was generating an unclearable 07 error (system alarm). Reporter indicated batteries were expired and he did not have new ones, but would replace them when he returned home. While troubleshooting reporter stated that patient was in the hospital in february because patient was unresponsive and had low blood glucose. Reporter attempted to treat the patient with glucagon and called the emt. Patient was transported to the hospital with a blood glucose of 14 mg/dl. Patient was treated with glucagon and IV fluids in route to the hospital. Patient was released from the hospital within 24 hours.